Event description:
It was reported that a female pt age (B)(6) years old was having an intra-aortic balloon (iab) inserted in the cath lab. The iab was prepped per the instructions for use and the left femoral artery was accessed using the teflon sheath. The pt did not have tortuous or calcified vessels. The iab was inserted without incident and when the pump was started, it "high pressure alarmed" and blood made its way back into the iab tubing. The iab was removed with the teflon sheath left intact and a new iab was inserted. There was no pt death, injuries or complications. The pt outcome was listed as "good."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.